Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the inspection there was minor damage to the repair tape, but there was not impact on the driveline. Also, after the repair, it was confirmed that there was not impact on the attachment or detachment of the driveline cover.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tape used to repair the previously damaged ventricular assist device (vad) driveline (dl) strain relief was damaged. A dl strain relief repair is scheduled. It was also reported that the vad exhibited suction alarms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. Log file analysis revealed consistent power consumption and estimated flows within normal operating range within the analyzed period. Review of the alarm file revealed fourteen (14) suction alarms logged since (B)(6) 2025. On-site inspection of the driveline cable revealed damage to a previous sheath repair. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time or improper handling. Based on the available information, the device may have caused or contributed to the reported suction event. Based on risk documentation, multiple factors may have contributed to the suction alarms including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.